Manufacturer narrative:
The loose plunger or cap could cause the blood to drain or splash from the filter cap or plunger of the syringe. The user's face being splashed by the blood draw causing an exposure to contamination for the patient and clinician. This would cause the process to be repeated.

Event description:
Customer is concerned that blood can drain/splash from either the filter cap or the plunger of the syringe. In addition, the plunger may be so loose that it comes off the syringe completely, causing the blood to naturally flow out of the syringe.

Manufacturer narrative:
The loose plunger or cap could cause the blood to drain or splash from the filter cap or plunger of the syringe. The user's face being splashed by the blood draw causing an exposure to contamination for the patient and clinician. This would cause the process to be repeated. Root cause investigation during a visit to the end user's facility identifies that the customer/end-user was recently converted to airlife products for abg devices from an alternate supplier. The alternate supplier allowed for a much higher air flow through the vented tip cap assembly with a different design than airlife devices. As a result, the end users are over-exerting pressure on the filter cap leading to excessive pressures that dislodge the cap from the syringe. Additionally, the end users handle the syringes in a manner that allows the filter to close sooner than anticipated.

Event description:
Customer is concerned that blood can drain/splash from either the filter cap or the plunger of the syringe. In addition, the plunger may be so loose that it comes off the syringe completely, causing the blood to naturally flow out of the syringe.